Manufacturer narrative:
Concomitant medical products: 4046 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to complete the telemetry portion of the cardiac resynchronization therapy defibrillator (crt-d) for system modification. The monitor and device remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.